Event description:
On the event date, the patient reported that over the past 6 months, she has had elevated blood glucose readings up to 340 mg/dl with her normal range being 110-140 mg/dl. She said when her readings were elevated, she noticed air bubbles in the insulin cartridge of her infusion device which had formed a few days after she inserted a new cartridge. She said she primed out the air bubbles or changed her infusion set and cartridge. The patient stated she does not attach the adapter and tubing to the cartridge prior to inserting into her device and was advised to do so. She was also educated on adjusting the piston rod. She said her current blood glucose is 118 mg/dl. Complimentary infusion sets were sent to the patient. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.